Manufacturer narrative:
The cause of the device interaction was not determined since insufficient clinical details were provided and no product was returned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section d device information is unknown.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The physician reported difficulty with the companion sheath catching on the hemostatic valve. The hemostatic valve was restruck, after which no further issues were reported. The patient survived the procedure.